Event description:
Revision of a corail stem due to peri-prosthetic fracture. The head was also removed with the stem, and the liner was removed so the pinnacle cup could be converted to a dual mobility construct. Patient was a 93 year old male. They had a dhs for a neck of femur fracture in 2011. The notes said they had a total hip replacement for this corail stem in 2018, but this also had a question mark beside it so they weren't 100% sure. The full patient notes weren't on hand so we couldn't confirm. The primary was also done at southern cross wellington. So they would have the op notes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the patient was revised on (B)(6)2022 due to periprosthetic fracture following a fall.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - device associated with this report was not received for examination. All available photographs were reviewed and no product issue was identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.